Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and out back into service.

Event description:
The customer reported the system down. The fse noted the system displayed an interlock error message. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.